Event description:
Laying on tummy, pad on back - seen a spark, then wouldn't heat up. Thinks it has a shock.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.